Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional, later reported, "needle punctures. While placing local anesthetic".

Event description:
Healthcare professional reported malposition which is not device related. Healthcare professional later reported capsular contracture, baker grade iii and rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening assessed, as fold flaw opening. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Malposition: unable to observe, since it is a medical event. And is not related to the device. Use error: unable to observe, since it is a medical event. And is not related to the device. Additional observation. No penetrating nick ( stress marks). No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, malposition. Which is not device related. Healthcare professional, later reported, capsular contracture, baker grade iii and rupture. Healthcare professional, later reported, "needle punctures, while placing local anesthetic". The device has been explanted. This relates to the right side.